Manufacturer narrative:
The surgical tray was distributed by the manufacturer to a customer on 11/10/2020 and contained all required implants that were within the specified shelf life. The implanted laminoplasty implants that were used during the procedure expired 8/22/2021. DHR reviews were performed for the expired implant lots, and there were no manufacturing anomalies identified. The devices met all required specifications prior to being released to distributable inventory. These complaint device lots have been available for distribution since 9/23/2016. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor the field for similar complaints.

Event description:
The manufacturer received notification on 1/04/2022 of nine implants that were implanted past expiration during a laminoplasty procedure on (B)(6) 2022. There were no known patient complications associated with this complaint. This report is associated with 3005031160-2022-00003, 3005031160-2022-00004, 3005031160-2022-00005, 3005031160-2022-00006, 3005031160-2022-00007, 3005031160-2022-00008, 3005031160-2022-00010, and 3005031160-2022-00011.

Manufacturer narrative:
The surgical tray was distributed by the manufacturer to a customer on 11/10/2020 and contained all required implants that were within the specified shelf life. The implanted laminoplasty implants that were used during the procedure expired 8/22/2021. DHR reviews were performed for the expired implant lots, and there were no manufacturing anomalies identified. The devices met all required specifications prior to being released to distributable inventory. These complaint device lots have been available for distribution since 9/23/2016. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor the field for similar complaints.

Event description:
The manufacturer received notification on (B)(6) 2022 of nine implants that were implanted past expiration during a laminoplasty procedure on (B)(6) 2022. There were no known patient complications associated with this complaint. This report is associated with 3005031160-2022-00003, 3005031160-2022-00004, 3005031160-2022-00005, 3005031160-2022-00006, 3005031160-2022-00007, 3005031160-2022-00008, 3005031160-2022-00010, and 3005031160-2022-00011.